Manufacturer narrative:
E2: health professional ¿ (no) and e3: occupation ¿ non-health care professional. The device evaluation found image defects; corrosion at the video connector-electrical contact, scope mount and on the free lock lever; lens of the main body was scratched; and video connector was cracked. Based on the results of the investigation, a definitive root cause cannot be identified. Since the camera cable failed, and the internal charged coupled device may have malfunctioned. Therefore, it is presumed that normal communication was not possible and image defects were occurring. A device history review revealed no findings/ issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had image defects; corrosion at the video connector-electrical contact, scope mount and on the free lock lever; lens of the main body was scratched; and video connector was cracked. There were no reports of patient involvement.